Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During the visual inspection, it was observed that the cover housing was damaged. The reported issue was verified, revealing that the device presented the f-38 alarm. The f-38 alarm was caused by damaged force sensing resistors. The device was taken out of service. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.